Manufacturer narrative:
(B)(4). Patient age: over 18 years old. Device evaluated by MFR: the balloon was tightly folded with the stent secure on the balloon. Majority of the stent struts were bent, flared, and stretched. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable upon analysis completed on (B)(4) 2014. It was reported that the stent was unable to cross the lesion. The physician advanced a 2.5x32mm omega stent delivery system (sds) to the target lesion, however the sds was unable to cross. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Stent damage was noted upon analysis.